Event description:
The customer reported via phone call that she had difficulty with her pump. Customer stated that it was not giving her notice when she had to change the battery and it was not giving her insulin at the proper times. Customer mentioned that she was in the hospital twice and both times it was for diabetic ketoacidosis and because she was having problems with the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).